Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and (B)(6) 2011 mesh and elevate were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05684. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy it was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to pelvic pain. (B)(4).